Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had a sharp kink as seen on fluoroscopy. In addition, the insulation appeared to be broken. A revision was performed and a lead repair kit was used and right atrial (ra) lead was manipulated and checked by physician again. The physician placed stylet down lead to confirm lead stayed in position with no further issues after repair. The lead remains in service. No additional adverse patient effects were reported.